Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 9:30 pm the patient contacted 911 due to concerns about inconsistent glucose readings. At the time, the patient had been asleep but awoke shaking and sweating. Upon checking his dexcom (cgm), the reading showed 98 mg/dl, while his blood glucose (bg) meter displayed ¿low¿ (below 20 mg/dl). The patient reported self-administering 300 mg of galdopin (doxepin, a tricyclic antidepressant/sedative) within the past 24 hours prior to the arrival of emergency medical services (ems. No other medications were taken. He continued to monitor his glucose levels, with dexcom readings fluctuating between 40¿80 mg/dl (exact values uncertain), while the bg meter continued to show ¿low.¿ emergency medical services (911) arrived and remained at the patient¿s residence for approximately 30 minutes. During their visit, the patient received two glucose injections (meant to be glucagon). Following treatment, the dexcom readings increased to approximately 100¿114 mg/dl (patient unsure), and the bg meter showed a reading of 270 mg/dl. The patient was okay at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.